Manufacturer narrative:
The insulin pump alarmed button error alarm and intermittent up button response due to corroded keypad trace. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 186 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.